Event description:
An agility 10 micro guidewire was broken during procedure. After the event occurred, the broken micro guidewire was removed with another micro guidewire (trensend). Additional info was requested, but to date no further info has been received.

Manufacturer narrative:
Per concert medical report: device history evaluation was performed and found no nonconformities within the mfg process. The product and additional info is pending and expected, which will be submitted within 30 days of receipt.